Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination confirmed there were not any indications of production related problems or any discrepancies in the inspection/test results. A search of the complaint file did find one similar report with the product/lot# combination received from the same facility. Refer to MDR # 9681834-2015-00146. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00147 to provide the reserve sample evaluation results. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information and product samples from the involved product code/lot number. Visual inspection confirmed that the retention sample did not have any anomalies. Magnifying inspection of the platinum coil segment revealed no anomalies. Magnifying inspection of the stainless steel coil segment revealed no anomalies. The outside diameters on the coil segments were confirmed to be normal, meeting the manufacturing specifications. The tensile strength on the distal segment was determined to be normal, meeting the manufacturing specifications. A review of the device history record and the product release decision control sheet of the involved product/lot number combination confirmed there were not any indications of production related problems or any discrepancies in the inspection/test results. A search of the complaint file did find one similar report with the product/lot number combination received from the same facility. Refer to MDR # 9681834-2015-00146. Although the exact cause cannot be determined, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00147 to provide the reserve sample evaluation results.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00147 as notification that the evaluation is currently ongoing. Results will be provided once the evaluation is complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00147.

Event description:
The user facility reported wire damage during a procedure. Follow up communication with the user facility reported the following information: (1) the tip of the wire broke off during a procedure; and (2) the patient is reported as doing fine.